Event description:
Following angioplasty, a stent was uneventfully deployed at the level of the distal right vertebral artery (va) and basilar artery (ba) stenosis. However, the patient had a major bleeding in the right iliac junction after stent placement, which caused the physician to stop anticoagulation and antiplatelet therapy. The patient clinical condition deteriorated. The patient became unresponsive and family agreed upon comfort measures cares. The patient was extubated and four days post procedure died. The cause of death was the progressive obtundation, which required intubation. Since imaging showed evidence of extensive diffuse emboli throughout the posterior fossa, this raised the possibility of embolic stroke from a probable in-stent thrombosis due to anticoagulation was stopped as the patient suffered a major bleeding. The physician stated that the patient death is unrelated to the implanted stent or usage of the stent delivery system during the procedure.

Event description:
Following angioplasty, a stent was uneventfully deployed at the level of the distal right vertebral artery (va) and basilar artery (ba) stenosis. However, the patient had a major bleeding in the right iliac junction after stent placement, which caused the physician to stop anticoagulation and antiplatelet therapy. The patient clinical condition deteriorated. The patient became unresponsive and family agreed upon comfort measures cares. The patient was extubated and four days post procedure died. The cause of death was the progressive obtundation, which required intubation. Since imaging showed evidence of extensive diffuse emboli throughout the posterior fossa, this raised the possibility of embolic stroke from a probable in-stent thrombosis due to anticoagulation was stopped as the patient suffered a major bleeding. The physician stated that the patient death is unrelated to the implanted stent or usage of the stent delivery system during the procedure.

Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke, thrombosis and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.